Manufacturer narrative:
(B)(4). Date sent: 04/13/2023. D4:batch # unknown. Per photographic evaluation: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a broken sleeve at the tip, tangled with tape. Broken sleeve is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12lt device was received with the tip of the sleeve broken. In addition, the tyvek was returned along with the instrument. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. A manufacturing record evaluation was performed for the finished device lot 223c71 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed first day of month that complaint was reported. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "will all pieces be returned with the device? If no, were they discarded? Were there any patient consequences? If yes, please describe." Additional information was requested and the following was obtained: "I was not present at the time of the event so unfortunately don¿t have any additional information to offer." Photo analysis is pending. A manufacturing record evaluation is pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video assisted upper lobectomy on the lung, it was noted when the port was removed, that the tip of the port had shattered while in the patient. All pieces were removed from the patient. The pieces of the port were taped back together to ensure that there were no pieces left inside.